Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that no insulin was seen exiting the infusion set tubing or cartridge tubing with multiple cartridges. Blood glucose was 220 mg/dl. Reportedly, the customer believed the pump was not delivering insulin and reverted to manual injections as alternate insulin therapy.